Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device advised a shock for a rhythm clinicians believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Based on our review of the data we have concluded that the analyses program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.